Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder foreign matter was discovered on device. The following information was provided by the initial reporter, translated from (B)(6) to english: when checking the product before use, the hcp found fm in the IV shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/12/2020. H.6. Investigation: bd received samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder foreign matter was discovered on device. The following information was provided by the initial reporter, translated from japanese to english: when checking the product before use, the hcp found fm in the IV shield.